Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, multiple items were checked to ensure proper workflow was carried out by the medical staff. When all items were confirmed checked, it was then determined that the pdm had failed. Merge technical support shipped a replacement unit (RMA #13309) to the customer on 27oct2017. The faulty unit was shipped to the manufacturer for evaluation and received by merge healthcare on 15nov2017. The manufacturer's evaluation results showed that the customer's reported problem, unit failed to capture all invasive pressures, could not be duplicated. However, a noisy pump was found and subsequently replaced. The unit was then recertified for later use. In follow up communication, the customer confirmed with merge technical support that the issue had been resolved by replacement hardware and no further pdm issues have been encountered. A review of the customer's hemo case management within merge healthcare's internal database on 15nov2017 found that there have been no further call-ins by the customer regarding this issue. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence in the troubleshooting section: problem: invasive pressure readings and waveforms are not displayed on the hemo monitor. Solution: possible solutions include proper connection of the transducer cable into the pdm for the necessary pressure channel, the transducer cable connection into the customer-supplied transducer, and the integrity of the air-free line to enable a measurement from the most distal catheter location to the hemo screen. Ensure the correct pressure channel is selected for display, and on the correct scale. Additionally, fluid such as saline or contrast at a connection point may compromise a secure fit or provide erroneous values for display. Consider replacing: 1. Transducer cable from pdm, 2. Customer-supplied transducer kit, or checking placement of stopcocks to 'open' or 'closed' as appropriate. Also stated in the faq section: problem: the application will not allow user to zero pressure. Resolution: ensure that the transducer is plugged in and open to air. Make sure the cable connection is clean. Switch cable to different channel. If problem persists, contact technical support. (B)(4).

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On october 27, 2017, a customer reported to merge healthcare that the pdm (patient data module) failed during a procedure and it prevented the medical staff from recording invasive pressures. Information obtained from the customer revealed that the medical staff could not zero the pressure values during a scheduled procedure and there was a ~20-25 minute delay while troubleshooting efforts were performed. Since the issue could not be resolved at that time, the patient was moved to a known working lab after sedation and active monitoring had been initiated. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. However, the procedure was completed successfully once the patient was moved to a functioning lab onsite. (B)(4).